Event description:
It was reported that (1) device was used during a laparoscopic gastric bypass. It was reported by the rep that the tsb45 stapler did not completely fire staples, leaving gastric tissue transected but not stapled. The staples were manually removed and the gastrotomy was closed with add'l firings of a new ets45 stapler to complete the case. There was no consequence to the pt. The device was discarded.